Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud rattling noise was confirmed. An assessment was performed which found that the device had low power with a reading of 77,882 rotations per minute (rpms) which was lower than the manufacturer's specification (specified reading is 79,000 to 80,000 rpm), reflected heat with a reading of 118.1 degrees fahrenheit which was greater than manufacturer's specification (specified reading is temperature shall not exceed 118 degrees fahrenheit), and generated noise with a reading of 78 decibels which was greater than manufacture's specification (specified reading is sound level must not exceed 76 decibels). It was further determined that the drive shaft was broken. It was determined that this condition caused the low rpms, noise, and overheating. The assignable root cause was determined to be due to excessive force being placed on the device during use, which is misuse/abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was making a loud rattling noise. During in house engineering evaluation, it was found that the device had low power, heat, and noise. It was further noted that the drive shaft was broken. . It was reported that there was no delay in a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.